Event description:
Attempted to access right basilic, resistance met when threading guidewire, guidewire removed with minimal effort. Attempted to access right brachial, resistance met when threading guidewire. When removing guidewire, resistance also met. Guidewire sheared and began to uncoil. Finder needle and wire removed together.======================health professional's impression======================see above - also, portable ap semierect view showed a 9mm in length radiodensity in the soft tissues medial to the midshaft of the right humerus. New PICC line placed and then right arm was prepped. Fluoroscopy was used to identify the wire and was able to find the wire and grab hold of it and extract it. No apparent complications.